Event description:
It was reported that a user experienced temporary loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) system paired with the ilet bionic pancreas. After which readings resumed without intervention and no further assistance was required. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and no hospitalization. User support included troubleshooting and education regarding cgm signal loss. Investigation of this case revealed a transient cgm signal interruption with the responsible device not identified, which resolved spontaneously without device replacement or further action. It was concluded, based on previously established findings for similar reports, that the cause was transient and intermittent bluetooth connectivity of unknown origin.